Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was an occlusion on the reservoir. Customer stated the occlusion occurred during filling. The customer has replaced the infusion set, but the occlusion persisted. Customer also reported the insulin did not drip when they manually primed with the reservoir. The customer stated the occlusion was resolved when the reservoir was changed. Customer's blood glucose was 2.8 mmol/l. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.